Event description:
Report received of an overdelivery due to an operator error in programming the device. The pump was initially programmed to deliver 1mg/ml morphine in the pca only mode with a pca dose of 1mg, a pt lockout of 10 minutes, and a 4-hour limit of 30mg. At 8:00am, the nurse noted the pt's peripheral IV access was dislodged. The pump was turned off and the IV was restarted. At 9:30am, the pump was turned back on and was programmed to deliver 1mg/ ml morphine in the continuous only mode, instead of the intended pca only mode, with a infusion rate of 10mg/hr and a 4-hour limit of 30mg. At 11:30am, the pt was noted by the nurse to be very sleepy, but arousable. At an unspecified time, the nurse contacted the physician and an order was obtained to decrease the pca dose to half of the original orders. The nurse reportedly did not realize the error of having the pump programmed in the continuous only mode and the pump was reprogrammed to an infusion rate of 5mg/hr in the continuous only mode, instead of the intended pca only mode. At 1:45pm, the nurse documented that the pt was still very sedated, the pt's respiratory rate was 12 breaths per minutes, and the pca pump was turned off. At 5:45pm, the pt was successsfully treated with 1 ampule of narcan. It was reported that the pt remained alert and oriented to person and place and their vital signs remained stable throughout the event. The pt was reported as fully recovered from the event. Though requested, no additional info was available.